Event description:
It was reported that during a vats lobectomy procedure, the first firing was fine. The second cartridge could not be loaded due to the metal piece from the first cartridge was still in the jaws of the stapler. Blue cartridges were being used. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.